Event description:
The customer contact reported the device displayed a different vtbi (volume to be infused) than the originally programmed vtbi. The device was returned to the biomedical engineering dept with an unsigned note that stated, "broken, doesn't work right." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, after the device was powered off and powered back on using the control knob, the device displayed a vtbi that was equal to the previously programmed rate. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.